Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material: 306546 batch#: 4029167 it was reported by the customer that they have had 3-4 reports regarding bad plungers I have one sample in my office and looking at it the plunger is not seated securely in the black seal, not sure if the seal is large or the threads on the plunger are to small but something isn¿t engaged correctly because I can pull it out and push it back in easily " no reports of injury to the patient or healthcare provider required new syringe and delayed care briefly.

Event description:
Additional information received, no reports of injury to the patient or healthcare provider required new syringe and delayed care briefly. Material: 306546, batch#: 4029109, 4029167. It was reported by the customer that they have had 3-4 reports regarding bad plungers I have one sample in my office and looking at it the plunger is not seated securely in the black seal, not sure if the seal is large or the threads on the plunger are to small but something isn¿t engaged correctly because I can pull it out and push it back in easily " verbatim: "we have had 3-4 reports regarding bad plungers I have one sample in my office and looking at it the plunger is not seated securely in the black seal, not sure if the seal is large or the threads on the plunger are to small but something isn¿t engaged correctly because I can pull it out and push it back in easily "

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are bad plungers. To aid in the investigation, one empty sample from lot 4029167, with no packaging flow wrap or tip cap, was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. It could be possible the product is not being used as intended. All bd prefilled syringes are designed to ensure maximum patient safety. The stopper and plunger rod have a special design feature that stops pull-back on the plunger rod which prevents the solution from entering a non-sterile area of the syringe. This helps to reduce the risk of solution contamination and thereby ensure patient safety. Pulling back on the plunger rod, either before, during or after the administration of saline flush may lead to plunger rod being separated from the stopper, especially when the plunger rod is twisted during pull-back motion. A device history record review was completed for provided material number 306546, lots 4029109 and 4029167. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Pr 10102706 follow up for device evaluation. It was reported there are bad plungers. To aid in the investigation, one empty sample from lot 4029167, with no packaging flow wrap or tip cap, was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. It could be possible the product is not being used as intended. All bd prefilled syringes are designed to ensure maximum patient safety. The stopper and plunger rod have a special design feature that stops pull-back on the plunger rod which prevents the solution from entering a non-sterile area of the syringe. This helps to reduce the risk of solution contamination and thereby ensure patient safety. Pulling back on the plunger rod, either before, during or after the administration of saline flush may lead to plunger rod being separated from the stopper, especially when the plunger rod is twisted during pull-back motion. A device history record review was completed for provided material number 306546, lots 4029109 and 4029167. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received. No reports of injury to the patient or healthcare provider required new syringe and delayed care briefly. Material: 306546 batch#: 4029109, 4029167. It was reported by the customer that they have had 3-4 reports regarding bad plungers I have one sample in my office and looking at it the plunger is not seated securely in the black seal, not sure if the seal is large or the threads on the plunger are to small but something isn¿t engaged correctly because I can pull it out and push it back in easily " verbatim: "we have had 3-4 reports regarding bad plungers I have one sample in my office and looking at it the plunger is not seated securely in the black seal, not sure if the seal is large or the threads on the plunger are to small but something isn¿t engaged correctly because I can pull it out and push it back in easily".